Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed since this complaint is for an out-of-box part failure. The getinge service representative reported that the iabp was not necessary to be evaluated as it was not involved with the product complaint. The helium tank was only involved. The issue was resolved by providing another helium tank to the customer. (B)(6).

Event description:
It was reported that post use on a patient, a customer's staff member changed the helium cylinder of the cardiosave intra-aortic balloon pump (iabp), and the new cylinder that was removed from the original packaging was empty. Another cylinder was used. This is an out-of-box (oob) failure.there was no patient involvement, and there was no adverse event reported.